Event description:
Foul odor noted in delivery room. Noted to be from hilrom baby warmer, top of baby warmer noticeably melted. Pt in and out of the warmer with parent in room over 2 hr period following birth. Warmer unplugged and removed from room immediately upon recognition of odor. The odor was described as very strong and reportedly permeated the entire wing of post partum floor. Very poor response from co in investigation of the issue.